Event description:
It was reported that during a supply change following a prior occlusion event, the cartridge leaked and the user without spare cartridges at work, reused the previous cartridge while replacing the connect adaptor and cassette/infusion set, after which use was uneventful; the issue involved a leak associated with the reservoir component. Investigation of this case revealed a leakage related to the seal, consistent with a device leak/splash at the reservoir. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.